Manufacturer narrative:
(B)(4): the customer reported that they believed a shock was not delivered, although the event files indicated the shocks had been delivered. There was no negative impact to the involved pt. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they believed a shock was not delivered, although the event files indicated the shocks had been delivered. There was no negative impact to the involved pt.